Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The customers blood glucose level was not impacted. The customer tried another usb cable and the pump charge successfully.